Event description:
It was reported that this right atrial (ra) lead was explanted due to low out-of-range pacing impedance measurements. During the revision procedure, this ra lead was damaged during explant but was ultimately successfully extracted and replaced with a new lead. No additional adverse patient effects were reported outside the revision procedure.